Event description:
The taxus express2 2.25 x 12 mm drug eluting stent was easily delivered to the predilated target lesion of the obtuse marginal (om) branch. It was deployed at 16 atms for a 1:1 balloon and stent/rvd ratio. Upon deflation and negative pressure it took approximately 30 seconds for the balloon to deflate. After approximately 90 seconds some of the contrast was still visible within the balloon. Apparently the balloon had not completely deflated. The stent delivery system was carefully pulled back and successfully removed. There were no reported patient complications.